Event description:
Customer reported device = 428mg/dl and 340 mg/dl. Customer went to the emergency room (ER) and their device = 192mg/dl, no treatment. No controls. A request was made for return product and replacement product was sent.